Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 37 and 48 hours on the arm. It was noted that the cannula was bent. Hyperglycemia treated with a new pod. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.